Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative. It was reported that there were p ost-operative complications related to an infection. The patient¿s hcp assessed the incision sites and scheduled the patient for an explant, which was performed on (B)(6) 2020. The manufacturer representative reported that the patient would spend most the day in a wheelchair, which may have led or contributed to the issue, as the hcp suspected that it had something to do with it. No troubleshooting was able to be performed related to the issue. It was noted that the system was explanted and the leads and battery were discarded. The manufacturer representative mentioned that they last saw the patient at their post-op appointment and they were doing great, as they reported significant pain relief. It was noted that the issue was resolved after the system explant. No further complications were reported or anticipated. The patient¿s status at the time of the report is ¿alive, no injury.¿ indication for use is spinal pain.